Manufacturer narrative:
Returned product consisted of a carotid wallstent monorail. The device was received with the stent fully deployed from the delivery system as it was implanted inside the patient. A visual and tactile inspection identified a complete break of the sheath at approximately 5mm proximal of the stent cups. The sheath of the device was also found to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
Reportable based on device analysis completed on 02apr2024. It was reported that stent difficulty to deploy occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 10.0-31 carotid monorail self-expanding stent was advanced for treatment. During the procedure, strong resistance was encountered while trying to deploy the stent. The stent was more than half deployed and was impossible to retrieve so the device was deployed by force. The stent was implanted successfully and was well apposed into the vessel wall. There was no additional intervention done to completely deploy the stent. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed inner sheath separation.